Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'disk boot failure. Insert system disk and press enter' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility, the system is a backup system.

Manufacturer narrative:
**UDI related data quality updates only** the device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was not verifiable. Per the manufacturer's sales manager, the unit could not be serviced by the manufacturer and replacement parts for the unit could not be ordered since the unit was at its end of service life and the user facility decided to not return the unit for evaluation. The user facility ordered a new system and will scrap the end of service life system. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.